Event description:
This report pertains two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-08006 pertains to the other device. It was reported to boston scientific corporation that a pinnacle anterior pelvic floor repair kit was implanted on (B)(6) 2008. According to the complainant, as a result of the injury, the patient suffered vaginal erosion, recurrent urinary tract / bladder infections, mesh erosion, bladder perforations, incontinence, abdominal pain and pelvic pain.